Manufacturer narrative:
Eval - other: review of IFU shows statement that states "using aspetic technique, remove bio-barrier caps. Connect female luer-lock fitting of sc-3 to male luer-lock of a level 1 IV fluid warming set." Discussed with product mgr and he stated that this product is a 3 way stopcock and designed to allow flow path thru. If you activate in one direction will be open in other two directions. He stated that it is standard good aspetic technique to put something on (closed cap) for sterility purposes.